Event description:
On or about (B)(6), 2023, plaintiff underwent placement of an angiodynamics bioflo port catheter product, with model number 44-025, and lot number 5791651. The bioflo port device was implanted by dr. (B)(6), m.d., at (B)(6) hospital - (B)(6), pennsylvania, for the principal purpose of administration of chemotherapy treatment of plaintiff's ovarian cancer. On or about (B)(6), 2024, plaintiff presented to(B)(6) hospital - monroe campus in (B)(6), pennsylvania, complaining of purulence, erythema and pain at her port site. Plaintiff's bioflo port catheter was suspected to be infected ordered to be removed. (B)(6) hospital - monroe campus in(B)(6), pennsylvania. Plaintiff was hospitalized for about a week, during which time plaintiff's blood cultures grew methicillin-susceptible staphylococcus aureus ("mssa"), and cultures from plaintiff's bioflo port catheter tip grew mssa and eikenella corrodens.

Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR) review of the packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records were reviewed for the packaging lot in question; no issues were observed. There have been no other reported complaints for the indicated packaging lot for similar patient infection issue. The port was implanted into the patient 72 days prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not 72 days later. Device directions for use (dfu) cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in the device dfu as a potential complication of port system use. Labeling review: the direction for use (dfu) provided with the port device contains the following statements: contraindications · presence of infection, bacteremia, septicemia or peritonitis. Warnings · the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. Precautions · carefully read and follow all instructions prior to use. · after implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. Refer to the "use and maintenance" section of this dfu for recommendations. · if more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions potential complications/adverse events · bacteremia · catheter thrombosis · catheter or port erosion through skin/vessel · inflammation · infection · implantation site necrosis or infection · thromboembolism · thrombophlebitis · tunnel infection. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).